Event description:
Reportedly, approximately 4-5mm of the catheter tip body and approximately half the balloon material became detached in the pt's distal right femoral artery when the physician made a second pass to remove a clot. The physician attempted to retrieve the detached section with a 3fr. Fogarty catheter, but was unsuccessful. Physician feels detachment is wedged at existing clot. No pt complications were reported as a result of this event.